Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 48 mg/dl. The customer did not give any details of treatment. The alarm occurred after a battery change. The alarm did not occur during the time of the call. The customer was informed that the alarm is a normal insulin pump function. The customer was sent a battery cap to help them resolve the blank display screen. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.